Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd edta tube gave erroneous results. The following information was provided by the initial reporter: "material no. Unknown batch no. Unknown. It was reported that customer ¿not sure¿ of their new analyzer and ¿need to do an audit¿ concerning high platelet results. Per email: the customer also said that they are ¿not sure¿ of their new analyzer and ¿need to do an audit¿ concerning high platelet results. She said the results are not critical however, she is not sure if the results are accurate or not; not sure if the overage is caused by the edta tube. She said that the overage is slight and is not likely due to the tube however again she is ¿not sure.¿ she said she intends to conduct an audit but until then she does not want this reported as an incident. She said she will contact bd if the issue is found to be caused by faulty edta tubes. To date she has not yet reported this to bd nor to anyone at her facility."

Manufacturer narrative:
H.6. Investigation summary the customer did not provide bd pas with product catalog number or lot number information, when requested. A device history review could not be completed as no batch number was provided. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that an unspecified bd edta tube gave erroneous results. The following information was provided by the initial reporter: "material no. Unknown batch no. Unknown. It was reported that customer ¿not sure¿ of their new analyzer and ¿need to do an audit¿ concerning high platelet results. Per email: the customer also said that they are ¿not sure¿ of their new analyzer and ¿need to do an audit¿ concerning high platelet results. She said the results are not critical however, she is not sure if the results are accurate or not; not sure if the overage is caused by the edta tube. She said that the overage is slight and is not likely due to the tube however again she is ¿not sure.¿ she said she intends to conduct an audit but until then she does not want this reported as an incident. She said she will contact bd if the issue is found to be caused by faulty edta tubes. To date she has not yet reported this to bd nor to anyone at her facility."